Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("monthly pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and post procedural complication ("hematoma in both cornus"). The patient was treated with surgery (thermoablation on (B)(6) 2018, hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and post procedural complication outcome was unknown. The reporter considered pelvic pain and post procedural complication to be related to essure. The reporter commented: essure sterilization performed without problems on (B)(6) 2015. The patient had no troubles, she was satisfied. Physician commented that, after thermo ablation, part of endometrium has not been destroyed but menstrual blood cannot go out via tube or cervix - hysterectomy was performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-2347) on 09-jan-2019. The most recent information was received on 27-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("monthly pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and post procedural haematoma ("hematoma in both cornus"). The patient was treated with surgery (thermoablation on (B)(6) 2018, hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and post procedural haematoma outcome was unknown. The reporter considered pelvic pain and post procedural haematoma to be related to essure. The reporter commented: essure sterilization performed without problems on (B)(6) 2015. The patient had no troubles, she was satisfied. Physician commented that, after thermo ablation, part of endometrium has not been destroyed but menstrual blood cannot go out via tube or cervix - fallopian tubes and essure removal performed in connection with hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fallopian tubes and essure removal performed in connection with hysterectomy. Further information is not available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.